Event description:
This device was implanted on (B)(6) 2009 and remains implanted at this time. On (B)(6) 2013 it was noted that the patient was hospitalized due to hematoma caused by the seatbelt when the patient suddenly stepped on the brakes. Physician is unknown at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).